Manufacturer narrative:
Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the rf probes device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the tines of the needle were difficult to retract. A 3.0/15/15 ph leveen standard needle electrode was used during a radiofrequency ablation procedure for a renal tumor. After deploying the device and successfully completing the ablation, the needles tines could not be retracted. Extra time was required to attempt retraction; eventually, the process succeeded and the device was removed. Once outside the patient, tissue was observed stuck between the tines, which had prevented proper retraction. Removal of the tissue allowed the tines to extend and retract as intended. There were no patient complications as a result of this event.

Event description:
It was reported that the tines of the needle were difficult to retract. A 3.0/15/15 ph leveen standard needle electrode was used during a radiofrequency ablation procedure for a renal tumor. After deploying the device and successfully completing the ablation, the needles tines could not be retracted. Extra time was required to attempt retraction; eventually, the process succeeded and the device was removed. Once outside the patient, tissue was observed stuck between the tines, which had prevented proper retraction. Removal of the tissue allowed the tines to extend and retract as intended. There were no patient complications as a result of this event.